Event description:
It was reported that during a gastric bypass procedure, the instrument blocked. The surgeon had to open another device and used four more cartridges due to a change on the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the instrument blocked, was it blocked on tissue, has it to be cut out? Yes. If yes, has additional tissue to be cut out? Please specify the amount in cm. Not known. The surgeon had to open another device and used four more cartridges due to a change on the procedure. I get the understanding that this change in the procedure refers to the second instrument and the four cartridges, which had to be used after the first one blocked, please confirm. The part of the stomach that get ischemic had to be outlined with the second instrument. More stomach was cut. The part of the stomach that get ischemic had to be outlined with the second instrument. More stomach was cut. Was that a consequence of the first device blocked on tissue, or was the ischemic tissue caused by other conditions? If so please describe the conditions. Consequence of first device blockage.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain the below clarifying information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how much more stomach was remove? Did this impact the patient outcome, recovery? Or does it mean that the area of the intended staple line was transected to remove the ischemia? The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.